Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to air in system 2 years after implant. Device was re-prepped and refilled. No components were explanted.